Manufacturer narrative:
A supplemental MDR is being submitted additional information received. Per the reporter, the perceived root cause was thought to be related to the structural failure of the valve leaflet. No updates to the previously submitted engineer evaluation are needed at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device remains implanted and was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. It should be noted that the sapien 3 ultra (s3u) transcatheter heart valve (thv) was implanted in the tricuspid position within a pre-existing surgical valve for this case. The sapien 3 ultra (s3u) thv with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, or surgical bioprosthetic mitral valve replacement only. Therefore, this was an off-label operation. The instructions for use (IFU) provided guidance for the transfemoral (tf) procedure in the aortic/mitral position and were reviewed for relevant insights on using the s3/s3u/s3ur thv with the commander delivery system. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The leaflet motion restriction, stenosis, and central regurgitation were confirmed based on the information available to date. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, limited information was provided; therefore, a definitive root cause of the stenosis is unable to be determined at this time. Leaflet motion restriction associated with central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had stenosis, which can narrow/reduce the eoa (effective orifice area) of the valve leading to abnormal valve leaflets coaptation or improper valve leaflets coaptation, resulting in restricted leaflet motion and central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the leaflet motion restriction and central regurgitation. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve, implanted in a 29mm non-ew surgical valve within the tricuspid valve, failed after 3 years and 4 months. Failure mode was identified as stenosis and moderate regurgitation. The leaflets were stuck open, leading to regurgitation. The mean tricuspid valve gradient was 12mmhg and tricuspid valve area was 1.2cm2. The patient was symptomatic with fatigue. The patient underwent valve-in-valve-in-valve procedure. Per the reporter, the perceived root cause is "unknown but seems degenerative".